Event description:
During product evaluation at baxter, in the event history review it was discovered that failure code 500:320:654:0000 occurred once on (B)(6) 2010 during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The condition of failure code 500:320:654:0000 was found in the device's event history but could not be reproduced. The operations of all of the keys were verified. The assignable cause could not be determined at this time. No repair was performed for the reported condition. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).a service history review revealed that this device was previously serviced for the reported condition.